Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related to manufacturer report numbers 2938836-2018-07361, 2938836-2018-07363 and 2017865-2018-07511. During follow-up, a pocket infection was observed. The issue was resolved by explanting and replacing the right atrial (ra) lead. The patient experienced no consequences.